Event description:
Info received indicates the head section is stuck in the full upright position and will not lower, even when using CPR.

Manufacturer narrative:
The technician found a piece of plastic wedged between the drive screw and mount at the head of the bed, which also damaged the power supply circuit board. The technician replaced the power supply board and removed the plastic to repair the bed.